Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a right atrial (ra) lead exhibited periodic atrial undersensing. The ra lead remains in use. It was reported that a right ventricular (rv) lead exhibited possible t wave pacing spikes. The rv lead remains in use. No patient complications have been reported as a result of this event.